Manufacturer narrative:
The reported event is confirmed - manufacturing related. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during demonstration while trying to activate the lubricant of intermittent catheter with lot no. Juhp0211, it was found that there was poor lubrication which didn't even feel wet and with no lubricant. This had been an ongoing issue for some time with both male and female hydrosil and despite previous product complaints the lack of lubricant did not seem to have been addressed. A previous complaint confirmed no lubricant on the catheter and that the issue would be escalated but nothing had changed.

Event description:
It was reported that, during demonstration while trying to activate the lubricant of intermittent catheter with lot no. Juhp0211, it was found that there was poor lubrication which didn't even feel wet and with no lubricant. This had been an ongoing issue for some time with both male and female hydrosil and despite previous product complaints the lack of lubricant did not seem to have been addressed. A previous complaint confirmed no lubricant on the catheter and that the issue would be escalated but nothing had changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.